Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed via cine. The non-dependent patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. There were no patient complications.

Event description:
New information received notes that high capture threshold was observed. The patient was asymptomatic. The pace/sense portion of the lead was capped on (B)(6) 2018. The defib portion of the lead remains active. The patient was stable before, during, and after the procedure.